Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/19/2020. H.6. Investigation: one sample and one photo was provided to our quality engineer for investigation. Through visual inspection, a foreign matter was observed inside the barrel of the syringe. Using magnification, the matter was identified to be polypropylene fibers that were mixed with silicone and grease. A device history review was performed for reported lot 1912222, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The particles likely mixed during the lubrication of the barrel in the assembly station. Machines routinely undergo proper maintenance and cleaning according to procedure. While we could not identify a direct issue, this incident likely occurred due to improper cleaning of the manufacturing equipment. Manufacturing personnel have been made aware of your experience to increase awareness of this matter.

Event description:
It was reported that syringe 30ml ll contained foreign matter. The following information was provided by the initial reporter: "something white can be seen inside the syringe on the black part. Maybe a damage maybe a pollution. The liquid in the syringe is glucose. When the liquid was drawn up, this became visible because you can easily look into the syringe. When the glucose was still in it, it did not move. So it seems to be "attached"".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 30 ml ll contained foreign matter. The following information was provided by the initial reporter: "something white can be seen inside the syringe on the black part. Maybe a damage maybe a pollution. The liquid in the syringe is glucose. When the liquid was drawn up, this became visible because you can easily look into the syringe. When the glucose was still in it, it did not move. So it seems to be "attached"".